Event description:
During a da vinci-assisted cholecystectomy surgical procedure, the surgeon reported that the erbe screen itself was black and had no cautery power. The customer had checked if the power cable was secure and swapped wall outlets, but the issue remained. An intuitive surgical, inc. (Isi) technical service engineer (tse) had the surgeon trace back the ac power cable to the erbe generator, but the staff mentioned it was bundled up in a large row of power cables and was hard to locate. The tse reviewed the logs but found no related logs. The surgeon power cycled the vision side cart (vsc), but the issue remained. The tse verified the cabling in the back of the erbe generator was correct and that the power cord was secure on the erbe side. The tse had the surgeon verify the power toggle button in the front left was pushed in, but the issue remained. The surgeon opted to use the vessel sealer instrument via the e-100 generator to continue with the case. The tse recommended customer bring in second vsc to continue. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive the da vinci product involved with this complaint to perform failure analysis. The erbe generator failure was confirmed and reproduced. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue.